Manufacturer narrative:
Exemption number e2015055. One device were received for evaluation; 1 event was confirmed during testing. One device was found to be affected by an external unknown substance; however, the device was within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes '1' malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.